Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Found a broken optical switch wire, which was causing the error codes issue. The root cause of the reported issue was found to be a broken optical switch. Actions were taken to mitigate the reported issue: replaced the optical switch.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the there was a lec 1870 code. It is unknown if there was no patient, or clinician injury associated with this event.